Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation pulse field ablation pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that sheath was prepped, upon use throughout the case the sheath was noticeably leaking progressively with blood and fluid from hemostatic valve. Pressure bag was used for the irrigation of the sheath. Non-boston scientific mapping catheter was inside the sheath prior to, and/or at the time, the leak was observed. The leak was at the constant flow the procedure was completed successfully by using original device. No patient complications have been reported. The product is not expected to be returned as it was disposed.